Manufacturer narrative:
Sientra complaint (B)(4). Device analysis: d6b, d9, g3, g6, h2, h6, h10. The device was returned intact and functional. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Capsular contracture baker grade 3.